Event description:
Patient reported that byte was aware they were undergoing dental work towards the end of their original treatment. This was communicated to them. They were also aware the at the time they had to have 2 root canals and received two crowns and was never told that these crowns would cause an issue with the aligners, which should have been told to them because they would have requested a refund instead of attempting to use aligners that constantly pulled off their crowns because they thought it was normal since their provider failed to inform them of this. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. E1 customer information updated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.